Event description:
It was reported that, during a sacrospinous ligament fixation on vaginal prolapse repair procedure using a capio slim device, the cage failed to catch the dart. The patient will be reviewed in the clinic, and it may not be necessary to complete the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: impact code f1001 captures the reportable event of procedure re-scheduled/cancelled.

Event description:
It was reported that, during a sacrospinous ligament fixation on vaginal prolapse repair procedure using a capio slim device, the cage failed to catch the dart. The patient will be reviewed in the clinic, and it may not be necessary to complete the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: impact code f1001 captures the reportable event of procedure re-scheduled/cancelled. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not have any visual damage/defect. During functional inspection, after the device was deployed, the cage was unable to catch the suture due to the suture not loading correctly. Additionally, when the device was inspected under the microscope, after loading the suture into the device, the dart sticks out due to the suture doesn't load/engage correctly. Based on the information available and analysis results, the reported allegations of the cage not catching the needle and device failure to load were confirmed through product analysis. A conclusion code of cause traced to device design was assigned to this investigation since investigation found that dimensional interference between the carrier slot width and the suture string diameter used in the field could be causing issues for loading/engaging the suture. Also, the narrower slot width introduced by the design change increased the likelihood of interference with the suture and consequently issues for the proper loading/engaging of the suture in capio slim device.